Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/ or require intervention include, but are not limited to endoleak and component migration.

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient underwent treatment of an abdominal aortic aneurysm and a left internal iliac aneurysm with gore® excluder® aaa and iliac branch endoprostheses. The procedure was completed and final angio showed no presence of leak. On (B)(6) 2020 a follow-up cta scan showed a leak into the aneurysm. Reportedly the trunk-ipsilateral leg component migrated distally and/or potentially infolded. Options including placement of an extension cuff, relining and endo anchor placement were discussed with the gore fsa. The gore fsa offered to support the reintervention, but the physician declined. The patient outcome is unknown.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2020 a patient underwent treatment of an abdominal aortic aneurysm and a left internal iliac aneurysm with gore® excluder® aaa and iliac branch endoprostheses. The procedure was completed and final angio showed no presence of leak. On (B)(6) 2020 a reintervention took place whereby a medtronic aortic extender was implanted which resolved the endoleak. Reportedly the medtronic representative stated there did not appear to be infolding in the gore device, but rather it had just slipped down, causing the type ia endoleak.

Manufacturer narrative:
H.6. Conclusion code 1: 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and component migration.